Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer report reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 230 mg/dl. The customer stated that it won't let press any buttons or do anything. Customer was advised to discontinue use of the device and revert to a backup plan. The custoemr was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that he had a frozen display on the insulin pump. Customer's blood glucose was 230 mg/dl. The customer was unable to do troubleshooting because of button error. The custormer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 230 mg/dl. The customer stated that their no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no frozen display occurred during testing. The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.